Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial system implant. During the procedure, the physician noticed that right ventricular lead experienced loss of capture and poor sensing. The lead was repositioned, but sensing and capture issues continued along with high impedance measurements. The lead was not used and another lead was used. The procedure was successful and the patient was in stable condition post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.